Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to user mis-handling of the device. The damaged lcd display was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the top part of the device's screen turned black and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.